Manufacturer narrative:
Approximate age of device ¿ 9 months.  A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced persistent drainage from the driveline and a soft-tissue swelling over his xiphoid process. Culture was (B)(6) for corynebacterium species. Patient was hospitalized and was given parenteral antibiotics. It was reported that the infection resolved on (B)(6) 2017. No additional information was provided.